Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead was inserted by puncture and placement was attempted in the right atrial appendage. Remapping was performed before the helix was extended and once the helix was extended it was noted that the lead exhibited high capture thresholds. Similar procedures were repeated 2-3 times thereafter at various locations, but after helix extension, the threshold worsened. The lead was not used, and a new lead was implanted. There were no patient consequences.